Event description:
The iab leaked. Blood was noted in the catheter. As a result of the event, the doctor had difficulty removing the iab from the patient so the iab was surgically removed. The iab was not required to co for evaluation. The iab was discharged by the facility. Event complications: the iab was surgically removed- reported 2/14/97. (Pt's current status: unk - rpt'd 2/14/97.)